Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. A visual inspection was conducted and the instrument's proximal clevis was found to be broken and missing a 0.216 x 0.320 piece. Additionally, the distal end of the instrument's main tube was found to be broken. Broken segments varied in size and were all off the distal end of the main tube. Failure analysis concluded that the instrument damage may have been likely due to mishandling/misuse. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon had to increase the size of an incision site in order to remove the permanent cautery hook instrument and an instrument fragment that allegedly broke off and fell inside the patient.

Event description:
It was initially reported that during a da vinci myomectomy procedure, the permanent cautery hook instrument was stuck in a bent position which prevented removal of the instrument through the cannula. The surgical staff reportedly broke the tip of the instrument in order to remove the instrument. The instrument tip fell into the patient but was quickly removed. On (B)(6) 2015 and (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the site and obtained the following information regarding the reported event: the surgeon was unable to straighten the instrument's tip which was bent and locked at a 90 degree angle. During an attempt to remove the instrument through the cannula, a fragment from the instrument broke off and fell in the patient. A nurse, who was present during the surgical procedure, indicated that the surgeon had to increase the size of an incision site in order to remove the instrument and instrument fragment that had fallen inside the patient. The patient was taken to a recovery room soon after the case was completed and no post-operative complications were reported. The nurse did not recall observing any instrument collisions during the case.